Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The minicap was returned to baxter healthcare for evaluation. During visual inspection it was noticed that a sponge was missing. Upon conclusion of the evaluation, the cause of the missing sponge could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation it was found that a sponge was missing from the inside of the minicap. There was no patient involvement. No additional information is available. This is report 1 of 2.